Event description:
A patient alleged that she now has colitis after having a scope procedure with a scope processed in cidex and aer. The customer stated that she had a colonoscopic procedure at hospital. Two days after the procedure she experienced severe pain and discomfort and her physician has confirmed that she was suffering from colitis. The patient stated that the doctor could not say for certain but since she did not have colitis before, he believed the procedure is the cause of the colitis. The colitis diagnosis was confirmed by a radiologist. The customer has rectal cancer and had only one endoscopic procedure and hospital has confirmed that the scope was disinfected with a cidex glutaraldehyde solution. The customer stated that she is due for a second endoscopic procedure. The patient did not respond to asp's attempts in retrieving more information. There was no contact information for the hospital.

Manufacturer narrative:
Skin contact.